Event description:
The tech found the bed had no bed functions, no manual functions, and no electrical functions. No pt impact.

Manufacturer narrative:
The tech replaced the hydraulic valve manifold to resolve the issue.